Event description:
A report received from (B)(6) stated an 840 ventilator experienced an erratic upper display, while being used on a pt. The pt was removed from the ventilator and placed on another ventilator. The pt was not harmed or injured as a result of the reported event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The device passed all tests. A visual inspection of the returned part was conducted and no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis. The unit was powered up. The gui upper display was distorted, verifying the reported fail. The fault was isolated to the video graphics array (ga) controller. This vga controller device is now obsolete. Three scenarios may occur when the gui does not function as intended: the upper screen becomes blank; the lower screen becomes blank; the upper and lower screens become blank. Covidien failure investigation has determined that the root cause for the 3 scenarios described above is the failure of one of the designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly (pcba).